Event description:
The customer reported: "the system "hangs" during works". The fse noted the system "shut down in 30 seconds then no x-ray". There is no report of injury or death associated with this event described in this complaint.

Manufacturer narrative:
No conclusion can be drawn as repair info was not reported.